Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station was offline and customer rebooted the station, changed the power outlet. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station and remote support service were offline. A field service engineer replaced the shorted drawer controller and module controller for main 5. Verified proper operation through diagnostics and confirmed full functionality within the application. The fse also tightened the hard stop fasteners as a preventative maintenance. The system functioned as intended after the field service engineer repaired the device.